Event description:
A customer reported a system message was received during a procedure. The case was aborted. No patient harm was reported.

Manufacturer narrative:
The company representative examined the system and replaced the lpas (low pressure air source) manifold assembly to address the customer reported system message [air pressure is fixed at 30mmhg"- transducer discrepancy]. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).